Event description:
The customer called to report that he experienced a high bg (in the 500mg/dl range) within four hours of activating a new pod. In addition, the pod had initiated an occlusion alarm, though no blood or kink was seen in the cannula. The pod was removed and replaced and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.